Event description:
It was reported kit grp a strep 30 test veritor false positives occurred. The following information was provided by the initial reporter: reported false positive result. Results confirmed with pcr.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch number 2126669. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. According to available information understood that customer reported 10 false positive results on symptomatic patients with bd veritor. Later they confirmed the results with pcr test and the results came back as negative. Bd representative inquired about the workflow, and it was identified that the customer allowed the sample for 10 minutes to run on the cartridge before reading. Customers are instructed to allow the test to run for 5 minutes only before inserting into the analyzer. The reported issue could be due to the incorrect incubation time. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issues were identified. The product was returned for the testing, the returned kit is missing extraction reagent tubes, control swabs, and reagent 1 vial. Therefore, the functional testing could not be performed for false positive and this reported issue could not be confirmed. This complaint was unable to be confirmed. Currently no adverse trend for false positive was identified.

Event description:
It was reported kit grp a strep 30 test veritor false positives occurred. The following information was provided by the initial reporter: reported false positive result. Results confirmed with pcr.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.